Event description:
The customer reported to baxter (B)(4) that the buretrol IV solution administration set continued to leak even though the clamp was closed. No patient injury or medical intervention is associated with this complaint. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was not made available for evaluation, therefore, the condition could not be confirmed and an assignable root cause could not be determined. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Allegedly removed during the revision of another component. Allegedly the patient (ER nurse) was holding a patient during a lumbar puncture in the ER when the event occurred.

Manufacturer narrative:
(B)(4).a sample was not available for evaluation, however, a batch review was performed on the reported lot and no deviations were noted.